Event description:
The customer reported an inability to obtain pads ECG while monitoring a pt. The customer replaced the pads without resolution of the symptom. Another defibrillator was obtained and a pads ECG rhythm was obtained. There was no negative impact as another defibrillator was obtained for use.

Manufacturer narrative:
(B)(4): the customer reported an inability to obtain ECG pads while monitoring a pt. The customer replaced the pads without resolution of the symptom. Another defibrillator was obtained and a pads ECG rhythm was obtained. There was no negative impact as another defibrillator was obtained for use. The hospital biomed evaluated the device and could not duplicate the symptom. The device passed all testing and specifications, and was returned to service. We are considering this a malfunction based on the customer's description only. We are unable to determine the cause as the symptom was not reproduced. Note: philips received a medwatch report from the FDA concerning this event. On the medwatch report, the uf/importer report # is (B)(4).